Event description:
During a hip arthroscopy utilizing the bioraptor, knotless suture anchor, it was reported that the tip of the inserter broke and fell into the patient. The broken tip was subsequently removed but the procedure with the acetabulum was aborted. The anchor was left in the patient unsupported and there was a delay in the case of approximately 30 to 45 minutes. The patient was reported as okay post procedure, but was experiencing pain. The patient's bone quality was very good.

Manufacturer narrative:
Device evaluation: the insertion device and the broken piece from the inner shaft of the bioraptor, knotless suture anchor was returned for evaluation of the complaint mode, ¿broken shaft.¿ the complaint mode was visually confirmed. A corrective action was implemented to improve the manufacturing process. The incident device was manufactured prior to the corrective action. A review of the device history records was performed which confirmed no inconsistencies. No further investigation is warranted at this time. (B)(4).